Manufacturer narrative:
Medical records for this patient were received. The surgical report for the index procedure indicates the patient underwent transfemoral transcatheter aortic valve replacement (tavr) procedure in (B)(6) 2007 due to high grade aortic stenosis with recurrent syncope. Following valve deployment transesophageal echocardiogram (tee) confirmed there was no residual gradient or relevant regurgitation. The patient had to be treated for a left external iliac artery dissection with occlusion to her leg, however she was transferred to the ward in stable condition. On post-operative day-1, the patient developed paroxysmal atrial fibrillation requiring re-commencing of oral anticoagulation with coumadin derivatives. On day-1, the patient also developed mental confusion following treatment with haldol; this resolved at discharge. Two weeks later, the patient required surgical repair of a pseudoaneurysm in the left groin and thrombectomy due to infection at pseudoaneurysm site with hemorrhage and thrombotic occlusion. An ECG five days post tavr showed the valve was intact with small eccentric jet in the direction of the septum resulting in a functional aortic insufficiency of 0-1 degree. Echocardiography in 2009 showed the left ventricle was normal in size, with hyperdynamic systolic function and no regional wall movement abnormalities. There was no paravalvular leak but noted worsening of transvalvular aortic insufficiency. There was sclerosis of the mitral ring with mild mitral insufficiency and moderate stenosis. Also of note, was moderate tricuspid insufficiency with signs of pulmonary hypertension, slight left atrial dilation and no pericardial effusion. The patient presented electively for assessment on (B)(6) 2011 with marked dyspnea that had increased over the last 8 days (currently, nyha IV). Summary findings of the assessment included: severe increasing dyspnea over approximately the last 8 days. On echo, moderate tricuspid valve insufficiency with cardiac decompensation is evident, with markedly increased pulmonary pressure (up to 95 mmhg). Moderate-grade mitral valve stenosis. The mitral insufficiency seems to have deteriorated (now, moderate to high-grade) in comparison with the previous examination. Central valvular aortic valve insufficiency previously described as moderate, also seems high-grade today with a very short half-life and a dense cw signal. Additionally, there are moderate pleural effusions bilaterally, such that the patient's dyspnea can be explained by cardiac decompensation with the formation of pleural effusions with pre-existing, hitherto respectively moderate valve defects. Discussion of valve-in-valve (e.g. Transapical). Once the valve defects had become known in 2010, good compensation had been achieved on medication. Another attempt at recompensation using medication was made. The patient was admitted on (B)(6) 2011 for this reason. Should improvement not be possible, a valve-in-valve treatment for the valvular insufficiency of the sapien prosthesis would be reconsidered as a last resort. In respect of the combined mitral defect, there are no other therapeutic options in terms of cardiac surgery. Per the sapien valve instructions for use (IFU), aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, there was no report of procedural difficulties involving the valve. This patient's aortic insufficiency began to deteriorate approximately 2 years post tavr and the patient was medically managed for approximately another three years. However, the reports received show progression and deterioration of the patient's cardiac and valve disease in addition to other co-morbidities. In (B)(6) 2011, following re-assessment of this patient, a transapical valve in valve procedure was recommended to treat the aortic insufficiency, however, no information has been received regarding the patient's decision to have a second tavr procedure. No further actions are required at this time.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Investigation of this event is ongoing.

Event description:
A report was received from (B)(6) though the edwards clinical specialist indicating that five years post transcatheter aortic valve implant (tavi) procedure, the patient was hospitalized for cardiac decompensation (aortic regurgitation (nyha IV)). The event was associated to structural valve deterioration (svd); however no additional details have been received. The patient underwent transfemoral implantation of a 23mm sapien heart valve on (B)(6) 2007 as part of the clinical study. Following the index procedure, aortic regurgitation was 0-1. Two years post tavi ((B)(6) 2009), central leak was diagnosed on transesophageal echocardiogram (tee) but the patient remained in good clinical status (nyhaii). In (B)(6) 2010 the aortic insufficiency was classified as moderate per tee results with no signs of endocarditis; there were no changes per repeat tee on (B)(6) 2010.